Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device leaked medicine past the stopper onto the floor during the infusion. The following information was provided by the initial reporter: "the valve plug was closed in the infusion line and the patient had an infusion. The medicine dripped from the stopper onto the floor. Hcp is disappointed for our product quality and patient did not get his medication"

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: (B)(6)2021. Investigation summary our quality engineer inspected the samples submitted for evaluation. Bd received five unopened units and one opened unit. Initial visual inspection of the returned samples did not find any damage to the units. The units were then dissected and further inspected for damage. Damage was observed to the bottom disk of the opened unit. As this damage is known to cause leakage, your reported defect was confirmed. The five unopened units did not have any damage present. As damage was only found to the bottom disk, it was determined to most likely be linked to the manufacturing process. This type of damage can occur due to misalignment during manufacturing. Preventative maintenance and quality inspections are performed at regular intervals to mitigate the risk from this type of defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device leaked medicine past the stopper onto the floor during the infusion. The following information was provided by the initial reporter: "the valve plug was closed in the infusion line and the patient had an infusion. The medicine dripped from the stopper onto the floor. Hcp is disappointed for our product quality and patient did not get his medication"